Event description:
It was reported that during insertion of the iab, it became caught in the sheath and could not be fully inserted. As a result of this, the entire assembly was removed and replaced. There were no pt complications.